Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that for the last 2.5 days, the patient noticed that their ins battery level was showing 100% (which they thought was odd) and today they noticed the ins was turned off. The caller said they turned the ins back on, which caused the patient to experience quite a shock. The patient said it felt like a significant voltage change, which they compared to something they had experienced before at appointments with their managing healthcare provider (hcp). The patient added that the ins going from off to on sort of takes away their vocal cord muscles, but they "come back online" usually not too long after the ins get turned back on. The caller asked what could have caused the ins to turn off on its own. Agent reviewed potential causes, which included ins battery level reaching 0% and electromagnetic interference (emi). The caller was not aware of the patient being near any sources of emi, but they mentioned that the patient was at the dentist's office a few days ago and thought perhaps there was some emi there. Agent reviewed that the patient's managing hcp can interrogate the ins at the next appointment to check the date and time the ins turned off and the battery level of the ins at the time it turned off. Agent sent an email to the patient with physician listings in their area.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The circumstances that led to the ins turning off on its own are unknown. Patient was having a difficult time using wireless recharger due to a change in their health, so they requested adhesive discs to help with charging.